Event description:
The pump helped with the pt's pain for the first 6 weeks after it was implanted and then it "quit working". They tried to change the medication and dosage, but this did not help with pain relief. It was noted that the pt had an advanced case of osteoporosis which caused 8 compression fractures of the vertebrae in his torso spine area and the loss of "8' in height". Then the pump, instead of riding low below his belt line in the lower abdominal area, ended up just under his left pectoral muscle on his chest. When he would breathe, it would rattle up and down his ribs, which was extremely uncomfortable and made removal a must. The pump was explanted in 2008 because it was pushing on the pt's ribs and causing discomfort. The pt did note that the pump "worked flawlessly the entire 4 yrs".

Manufacturer narrative:
(B) (4)